Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's insertable cardiac monitor was undersensing r-waves. The patient was in stable condition. Programming changes were discussed but did not occur.